Event description:
The pt reportedly did not receive benefit from his device. Testing revealed that the device is functioning normally. The surgeon decided to schedule an explant surgery to perform an MRI to decide how to proceed. Surgery to explant the pt's device has been scheduled.